Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags (attached) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Electrode belt sn (B)(4) was returned to zoll for investigation. Upon receipt the electrode belt was unable to properly communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. The download data shows that the damage to the electrode belt cable occurred after the treatment event, likely during device removal. The damaged cable did not contribute to the treatment event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial (B)(4) ((B)(4)% per patient-month with (B)(4)% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while in the ER . The patient was treated three times. Motion artifact contributed to the false detection. The patient was reportedly unconscious at the time of the treatments. The response buttons were not pressed during the event. The patient was admitted to the hospital.